Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011 the patient was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. During the procedure a guidewire perforated the kidney resulting in bleeding and was resolved with an embolization with onyx. The patient was discharged from the hospital on (B)(6) 2011.